Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was leakage detected? If yes, where? No further information is available. How long after the first activation happened did the issue occurred? No further information is available. How many reactivation were performed when issue was noticed? No further information is available. How was the case completed? No further information is available. Was another reservoir used to correct the situation? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported patient underwent an unknown surgery on an unknown date and a reservoir was used. After surgery, after emptying the reservoir several times in the ward, it became impossible to close the exit port. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.